Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent a revision surgery to explant hardware from l4 to s1 and have new hardware implanted. During the procedure, when the new screw was placed at l4, the tip of the driver broke. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the defects and breakage. The shear off of the screwdriver pin, the worn edges (push button and shaft), the worn surfaces (ring and cap), the twist and the breakage of the t25 tip are consistent with overload applied to the driver during the over-tightening of the screwdriver in the bone screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.